Manufacturer narrative:
By checking the manufacturing charts of lot #19bh0e3, no anomalies were detected on the instruments manufactured with the same lot #. We will submit a final MDR once the investigation will be completed.

Event description:
During shoulder surgery performed on (B)(6) 2021, the head of the smr shaft angled glenoid reamer (product code 9013.75.355, lot #19bh0e3) broke off as surgeon began to ream. According to the complaint source, the reamer might had caught on the posterior retractor. It was reported that the exposure was tight. Instrument used about 15 times. Surgery prolonged of 15 minutes. Event happened in the us.

Event description:
During shoulder surgery performed on (B)(6) 2021, the head of the smr shaft angled glenoid reamer (product code 9013.75.355, lot number 19bh0e3) broke off as surgeon began to ream. According to the complaint source, the reamer might had caught on the posterior retractor. It was reported that the exposure was tight. Instrument used about 15 times. Surgery prolonged of 15 minutes. Event happened in the united states.

Manufacturer narrative:
By checking the manufacturing charts of lot number 19bh0e3, no anomalies were detected on the instruments manufactured with the same lot number. The instrument was not available to be returned for further inspection. The product code involved in this complaint (9013.75.355 v00, shaft for angled glenoid reamer) was used on the market in controlled release phase. After receiving a total of 8 complaints from the market, technical investigation identified all the potential critical points related to the instrument geometry: in march 2021 a corrective action was put in place to increase the mechanical resistance of the shaft for angled glenoid reamer leading to a new version of the instrument. Moreover, an additional note ("in case of hard/sclerotic glenoid bone surface, the initial glenoid drill can be optionally used to prepare the glenoid seat for reaming") in the relevant surgical technique related to the optional pre-drill step has been added. The corrective action has been evaluated as effective in january 2022. Limacorporate will continue monitoring the market to promptly detect any further similar issue.